Event description:
It was observed that during the device evaluation, the bending of the insertion.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.